Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 9 months post implant. It was reported that the pt was at home and experienced an alarm when he was connected to his power module. The pt contacted his doctor and was advised to switch to batteries and to go into the hospital with all his equipment. The doctor checked all his equipment and found the pt cable twisted in several areas. The pt explained that he put the cable at home around a table and for this reason the cable is damaged. The pt cable was exchanged and no more alarms occurred.

Manufacturer narrative:
The 14 volt power module pt cable was returned for eval. The eval found compromise inner conductors in the black and white power leads which contributed to "power cable disconnect" alarms and the potential of a loss of power to the system controller when solely supported by the black power lead. The electrical continuity test of the returned 14 volt power module pt cable was measured, and the internal conductors within the black and white power leads were not within spec. The black and white power leads were stripped and the inner conductors were confirmed to be compromised. The root cause of the reported alarm was due to the internal conductor breakdown within the black and white power leads, consistent with fatigue from repetitive movement. Info reported by the pt indicated that the pt had wrapped the cable around a table and suspected that this may have contributed to the cable malfunction; however, the eval of the cable could not conclusively determine this to be a direct relationship to the eval finding of inner conductor breakdown. A review of device history records showed no deviations from mfg or qa specs that would affect device function or performance. No further info is available. The MFR is closing its file on this event.